Manufacturer narrative:
One device was returned for analysis. Visual inspection showed damage to the rear housing, battery door tabs, and rear top label. The battery compartment, downstream sensor and upstream sensor seal were contaminated. Review of the event history log (ehl) was not performed due to error code 1260 displayed on the pump. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the microprocessor unit board. As a result, the microprocessor unit board, rear housing assembly, and rear top label were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited error code 1260. The device had damages to the top label and battery door tabs. There was no patient involvement, no patient injury was reported.